Event description:
The patient's wife reported the husband works in a warehouse and the v-go comes of due to heat and perspiration. Patient wife reported that the most recent device came off yesterday and that altogether there were about 6 to 7 v-go devices that came off from the box. Patient's wife confirmed that the application site was properly prepared prior to applying the v-go device and there was no interference with clothing. The v-go devices have been discarded.